Event description:
Boston scientific received info that this recently implanted right ventricular (rv) lead was experiencing loss of capture due to high pacing thresholds. The pt was noted to have felt dizzy as a result of the episode, however no syncope was evident. A lead revision was performed, and the lead was surgically abandoned and replaced with a longer lead. No adverse pt effects were reported. The lead was surgically abandoned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.